Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored a signal artifact monitor (sam) episode resulting in the minute ventilation (mv) feature being disabled due to oversensing of noise on the right atrial (ra) and right ventricular (rv) channels. The noise was felt to be consistent with electromagnetic interference (emi) related to an external source. Further review was recommended. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.